Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st¿ lead, 70cm; model#: sc-4316, lot #:16920411, description: next generation anchor kit-sterile. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient had a suspicious lesion on the ipg site. The patient underwent a wound irrigation at the pocket site and was closed. The patient was prescribed with antibiotics. The patient had an infection. The patient underwent an explant procedure. The infection was not device nor procedure related. No device malfunction suspected.